Manufacturer narrative:
The device was not received for evaluation, and no photos of the failure were provided. According to the lit-021 arthrex 950-0031-00 k IFU arthrex light guides, revision k. 4. Warnings and precautions. Warning: risk of burns! The optical fibers emit high-energy light at the distal end of the fiber-optic cable. This can cause the temperature of the body tissue to rise to 106 °f (41°c). The complaint allegation was not confirmed. No problem found. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 05/16/2023, it was reported by a sales representative via sems that an ar-3240-5027 light guide is getting overheated, also causing the camera to heat hot to the touch. Additional information requested.